Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 30-45 mg/dl and emergency services were called. The customer's blood glucose reading got up to 117 mg/dl after emergency services left. Troubleshooting found that the customer was not hospitalized and declined any further troubleshooting.